Manufacturer narrative:
The cot was evaluated by an authorized service technician. A visual and functional evaluation was conducted on the stretcher. There were no issues found and the cot appeared to be functioning as intended, with no malfunctions found that would have contributed to the cot lowering unexpectedly. No further details were provided pertaining to the alleged injury.

Event description:
The complainant reported while transporting a patient into the emergency room, the patient slumped to the side and the stretcher allegedly tipped over and landed on its side. The complainant also reported the patient sustained an injury; however did not provide any details and noted the medical treatment as "unknown".

Event description:
The complainant reported while transporting a patient into the emergency room, the patient slumped to the side and the stretcher allegedly tipped over and landed on its side. The complainant also reported the patient sustained an injury; however did not provide any details and noted the medical treatment as "unknown".